Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient passed out and was found by her son, who called 911. Once emergency medical services arrived, the patient¿s cgm was reading 76 mg/dl, and the bg meter was reading 26 mg/dl. The patient was not aware of what her cgm value was prior to her losing consciousness. Ems treated the patient with ¿sugar¿ (route not specified) and transported her to the emergency room. At the ER, the patient was treated with additional ¿sugar¿. Her bg meter reading was also taken, but the specific value could not be recalled. It was also not specified when during the event the patient regained consciousness. The patient was discharged home after a few hours. The patient was ¿feeling better¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.